Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic the customer alleged the insulin pump was under-delivering insulin. The customer experienced high blood glucose. The blood glucose level at the time of the incident was 33 mmol/l and the current blood glucose was 12.2 mmol/l. The customer got hospitalized due to low blood glucose as well. The insulin pump will not be returned for analysis.